Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit for the reported failure. However, no error occurred while testing the unit. The fse performed all functional test, which the unit passed successfully. The fse then checked the performance of the unit with a trainer and balloon connected, and the unit was working satisfactorily.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp)augmented pressure suddenly drops down while working and giving low augmentation alarm.. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.